Event description:
One year ago the time until eri on the device read 3.5 years. Today the time until eri is 8 months. The clinic will increase follow-up frequency and when it is explanted we have requested it be returned for analysis.

Event description:
1 year ago the time until eri on the device read 3.5 years. Today the time until eri is 8 months. The clinic will increase follow-up frequency and when it is explanted we have requested it be returned for analysis.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. For a more detailed analysis, additional information is essential. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.